Event description:
Hosp advised that both channels were operating. One channel was set at a rate of 11 ml/hr with a volume to be infused of 25ml when it failed to alarm occlusion during an infusion of taxol. There was no pt consequence.